Event description:
For a thrombectomy procedure, the xpeedior 120 cm 6 fr angiojet catheter and sterile pump set were chosen for the examination. Both devices were found to be inoperable. The angiojet catheter was found to have a marked kink and separation in the vessel coating approximately 8 inches from the device hub. The pump set experienced a high pressure reading and could not be reset. A new catheter and pump set were opened and used successfully in the case. The company has requested that the device be returned for evaluation. They have agreed to perform non-destructive testing and to return the device to the hospital when the testing is completed.